Event description:
It was reported to boston scientific corporation on june 03, 2020 that a hot axios stent was to be implanted in a transgastric position for pseudocyst drainage during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. According to the complainant, during the procedure, the second flange would not deploy. The physician removed the stent partially deployed on the delivery system and the procedure was completed by manually draining the cyst. Reportedly, after the procedure, the physician noted that the delivery system was bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of stent partially deployed. Block h10: a hot axios delivery system was received for analysis and the stent was not returned. Visual examination of the returned device found the outer sheath was cut near the black matter and the inner sheath was kinked. No other issues were noted to the delivery system. The reported event of stent partially deployed was not be confirmed; the stent was received fully deployed. However, the complainant confirmed that the user deployed the stent outside the patient prior to returning the device for analysis. The kink noted on the delivery system may have been a result of excessive force applied during the procedure. Taking all available information into consideration, the investigation concluded that the reported event of stent partially deployed and the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, such as when the physician was trying to deploy the second flange, it is possible that the echoendoscope elevator was not place could have caused the device entrapment during the procedure which resulted to the cut in the outer sheath, limited the performance of the device and contributed to the failure reported and the damage observed on the inner and outer sheath. Therefore, the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on june 03, 2020 that a hot axios stent was to be implanted in a transgastric position for pseudocyst drainage during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6), 2020. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. According to the complainant, during the procedure, the second flange would not deploy. The physician removed the stent partially deployed on the delivery system and the procedure was completed by manually draining the cyst. Reportedly, after the procedure, the physician noted that the delivery system was bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.